Event description:
Consumer reports receiving multiple e-3 error messages before getting readings. Readings on consumer's paradigm link meter appeared lower than consumer felt. Analysis run on clark error grid using mean average reading (59) as ref. Point vs. Bd readings of 30, 87 yielded data points in the a/d range of the grid, outside acceptable ranges.